Manufacturer narrative:
Additional information: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following factors led to the malfunction: a load was applied to the distal end of the device when pre-curved stylet was removed; a load was applied to the distal end of the device when an attempt was made to curve the distal end of the tube sheath; a load was applied to the distal end of the device when the device was inserted into the endoscope; a load was applied to the distal end of the device when an attempt was made to extend the distal end of the tube sheath while the forceps elevator was raised; a load was applied to the distal end of the device when the guide wire was inserted into the distal end of the tube sheath, if the guide wire was used for the procedure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the knife blade was not pointing in the intended direction during a therapeutic endoscopic sphincterotomy (est) involving a single use olympus sphincterotome. The procedure was completed using another device and there was no patient injury reported.